Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to ER (emergency room) after receiving a shock for double tachycardia and the rhythm was noted to be atrial fibrillation with rapid ventricular response. The device remains in use. No patient complications have been reported as a result of this event.